Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture and pain. Device remains implanted.

Manufacturer narrative:
Visual evaluation:visual analysis of the photographs identified a device appears to be intact with lot number 2710532 labeled right side on the peel pouch packaging device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported right side rupture. Device has been explanted. Healthcare professional reported "double capsule", "extravasation of silicone beyond capsule", "rupture on right with displacement of implant superiorly", " rupture with capsular contracture grade unknown". The device has been explanted.

Event description:
Healthcare professional reported "double capsule", "extravasation of silicone beyond capsule", "rupture on right with displacement of implant superiorly", " rupture with capsular contracture grade unknown". Treatment: complete capsulectomy, capsulorrhaphy. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.